Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices were fired across the cystic duct and the clips were in the shape of the cancer ribbon and "v" shaped. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.